Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer database verified patient death and also that the patient did not have a sprint fidelis lead model in use at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance - weekly pace lead impedance trend data shows an increase for min and max v.pace= 680 to 3248 ohms peak between (B)(6) 2007 and (B)(6) 2007. Patient alerts for v.pace lead z on (B)(6) 2007 and (B)(6) 2007. Oversensing - 23 - ventricular nst<=210 ms average v-cycle on (B)(6) 2007 in the timeframe between 00:44:43 and 01:25:25.1 - vf=200 ms between (B)(6) 2007 00:53:54. Interference/noise - ventricular short interval count v-sic=733.0 counts avg/day, in 1.9 days, between (B)(6) 2007 13:10:59 and (B)(6) 2007 10:05:25.

Event description:
It was reported the patient had received 20 inappropriate shocks due to oversensing. The impedance was high, at greater than 3000 ohms. The lead was capped and replaced. No further patient complications were reported as a result of this event. Attorney later reported patient "was implanted with a medtronic sprint fidelis lead wire system, and suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further reports as result of lead patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/ replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received. Review of manufacturer's database verified patient death and also that the patient did not have a sprint fidelis lead model in use at the time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Event description:
It was reported the patient had received 20 inappropriate shocks due to oversensing. The impedance was high, at greater than 3000 ohms. The lead was capped and replaced. No further patient complications were reported as a result of this event. Attorney later reported patient "was implanted with a medtronic sprint fidelis lead wire system, and suffered physical and other injury as a result of the recalled lead" and "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Further reports as result of lead patient "suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/ replacement, and/or inability to have the defective sprint fidelis lead removed or replaced."